Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that three weeks post operation the patient is experiencing a malfunctioning inflatable penile prosthesis (ipp). During the first week, the patient felt that the tubing had fallen into the scrotum and was having difficulty during the pull down period. In the second week, the patient had difficulty cycling the pump and felt a possibility of kinked tubing. Now, everything looks normal and the patient has been able to cycle the pump but feels their scrotum getting larger and more flaccid. The patient feels that the tubing has been stretched out. The patient is requesting help on how to fix this.